Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced an exposure of the mesh in the vagina. The exposed mesh was excised and the patient was resutured. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.